Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1. The pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234, 2029214-2017-00235, 2029214-2017-00236, 2029214-2017-00237, 2029214-2017-00238, 2029214-2017-00239, 2029214-2017-00240, 2029214-2017-00241, 2029214-2017-00242, 2029214-2017-00243, 2029214-2017-00244. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of 17mm, fusiform aneurysm that located in cavernous segment, the mid segment of the pipeline embolization device (ped) was not fully opened. It was reported that pipeline was failed to open and resulted in an incompletely expanded and stretched the device. The distal intracranial catheter technique was then used to completely open the pipeline. The patient was treated with two peds. No patient complications were reported.